Event description:
The hcp reported that the device was explanted after an implant duration of 21 months due to underinfusion and "poor therapeutic efficacy". A rotor study was performed and it was noted that the rotor did not move 90 degrees. The hcp was unable to access the catheter access port; "catheter not patent". The device was explanted and replaced with a similar device. The patient was receiving lioresal via the drug delivery system. A follow-up report will be sent if additional information becomes available .